Event description:
It was reported that during a stomach tube formation procedure, the device was fired without any problems at the first firing. But the firing knob stopped on the way of the second firing. The cartridge was replaced with a third one. But the same event occurred. A competitor product was used to complete the case. There were no adverse consequences to the pt. When the third cartridge was checked after the operation, it was found that the staples from the proximal part to the middle of the cartridge were deployed. Reinforcement material was not used. One device will be returning, but the reloads were discarded.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.